Manufacturer narrative:
Concomitant medical products: product ID: 3877-45, lot #: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: lead. Product ID: 3877-45, lot #: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3877-45, serial/lot #: (B)(4), ubd: 15-apr-2018, UDI#: (B)(4). Phone number: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that the device was interrogated. Low impedance of 50 ohms at electrode 1 was measured during the procedure. There were no patient symptoms. The lead was explanted and replaced. The outcome was resolved without sequelae on (B)(6) 2018. Etiology was related to the device or therapy, and possibly related to the implant procedure. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the procedure took longer than normal, it was done in 2 ¿tempi¿, therefore the high risk of infection. The low impedance of electrode 1 was accepted. The cause of the low impedance was unknown. The outcome was unresolved with no further action planned.